Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient stated he kept receiving "m41-patient sensors too high" and "m31-air detected in cassette" alarms during treatment. The patient stated the inside of the cassette door was a little wet from the previous treatment and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete his following treatment. Follow-up with the pd patient's clinic registered nurse (rn) confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample was discarded and was no longer available to be returned for evaluation. The lot number was unknown.

Manufacturer narrative:
Plant investigation: the complaint sample is not available and the lot number of product involved is unknown. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient stated he kept receiving "m41-patient sensors too high" and "m31-air detected in cassette" alarms during treatment. The patient stated the inside of the cassette door was a little wet from the previous treatment and reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete his following treatment. Follow-up with the pd patient's clinic registered nurse (rn) confirmed there was no issue with overfill and no injury occurred. Per pdrn the patient was not required to come into the clinic, no prophylactic medication was provided and the patient did not require any medical intervention or additional treatment as a result of the reported fluid leak. Per pdrn the patient was reverted to continuous ambulatory peritoneal dialysis (capd) therapy to complete treatment and was able to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Per pdrn the sample was discarded and was no longer available to be returned for evaluation. The lot number was unknown.